Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, a stylet was not able to pass through the proximal portion of the right ventricular lead. The lead was not used and was successfully replaced. The patient was stable post-procedure.

Manufacturer narrative:
The complaint of the stylet failure to fully insert was confirmed and due to damage sustained during surgical procedure. The lead was otherwise normal.